Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that at follow-up it was observed there was an atrial signal in the ventricular channel with capture of the atrium during ventricular threshold. The physician performed a chest x-ray, and noticed this right ventricular (rv) lead dislodged into the atrium. There were no adverse patient effects reported, and this patient is not pacemaker dependent. A lead revision procedure will take place in the near future.